Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed motor error. Customer changed the battery and received a failed battery test alarm. Customer had tried to clear the alarm and stated that none of the buttons were working. The customer did not recall any significant events leading to the keypad issue. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent buttons due to an unlocked keypad connector on the lcd board. The pump powered up properly after battery installation. The pump was received with operating currents within specification. No failed battery test alarms noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms were noted. The motor was tested outside the device and passed. The pump was received with a cracked case at the display window corners, cracked display window, a cracked reservoir tube lip, minor scratches on the lcd window, broken battery tube threads, a cracked battery cap, and a shifted end cap sticker.